Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 290 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Additionally, it was reported that the cartridge was leaking from the cartridge tubing. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 275 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.